Event description:
It was reported that the pump touch screen was frozen. There was no reported adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.